Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer-reported complaint. Failure analysis found the primary failure of thermal damage to the yaw pulley to be related to the customer-reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. This failure is typically associated with mishandling/misuse, for example by insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned, but the instrument has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This event is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields in name and address is not available. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that during central processing, melted plastic was identified at the jaw hinges of the maryland bipolar forceps instrument. There was no reported injury related to the finding. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. Upon opening the instrument, the sterile person for the case always visually inspects instruments to make sure there are no issues before use during the procedure. There was nothing out of the ordinary identified with the instrument when it was inspected prior to the procedure in which it was last used. After each procedure, the sterile person wipes the instrument tips clean and inspects the instrument again before sending it to reprocessing. The instrument looked the same as it did when it was returned to the sterile table at the end of the case. There were no obvious collisions noted with other instruments during the procedure. There was no arcing noted, and no injuries to the patient. The case was not recorded.